Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate the iabp and found that the k6, k7, k8 leak test has a diff #3 higher than normal which may be due to the deterioration of the drive manifold. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) gave a low vacuum alarm. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
N/a.

Event description:
It was reported that during a routine inspection prior to use, the cs100 intra-aortic balloon pump (iabp) gave a low vacuum alarm. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Fse replaced the drive manifold. The unit has been cleared for clinical use.